Manufacturer narrative:
One i3 unit model cm1100 with main unit and one i3 accessory set was returned. External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4jacs modem. Initially unit was unable to power on the i3 unit due to exposed wiring of the right-angle ext. In result the unit was able to power on by connecting the end tail of the power supply onto the pes. There were no issues or power malfunctions while using this method. All power cables were able to be used for further testing excluding the defected cable. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Customer reported pes is not working due to exposed wires from the connector cover. - confirmed. Due to exposed wiring coming from the right angle-ext. Pes was unable to power on.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.